Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated threshold. The lv lead vector settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.